Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt) at a philip bench repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The nbp pump had a very high leakage and could not be calibrated. To fix the issue the brt replaced the nbp pump assembly. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the nbp pump assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the device does not measure blood pressure. The device pumps strongly enough, but no measurement is output and only the pressure continues to increase. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.